Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# v004688, implanted: (B)(6) 2006, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 389033, lot# j0306905v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included multiple back operations. The patient reported that they have been experiencing a loss of stimulation and loss of therapy daily starting a few days after a radiofrequency (rf) nerve burning procedure on (B)(6) 2015. The change in stimulation therapy was said to be sudden and not related to positional movement, nor was there any associated falls/trauma. The patient synced the ins with their programmer and saw the orange light on the left side. This is an indication that stimulation was off, though it was initially thought that the programmer showed stimulation was on. The patient changed the battery and saw all three green lights on the left side which indicates everything was on, though they could not feel stimulation. The patient tried to adjust stimulation, though this did not resolve their issues. The patient was going to follow up with their health care provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient in response to follow-up reported that battery replacement was recommended.

Event description:
Additional information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) replaced.